Event description:
On 01/09/2010, the lay-user/patient contacted lifescan alleging that a one touch ultra 2 meter read inaccurately high. The medical surveillance specialist (mss) spoke to the patient on 01/27/2010, and was able to obtain/verify information. The patient tests his blood glucose 2-3 times a day. He typically tests after breakfast and dinner. He takes sliding-scale humalog insulin based on his meter readings. He also takes a set dose of 40 units lantus insulin twice a day when he tests his blood glucose. The patient indicated that the alleged issue started on (B) (6) 2009, at around 9:30am. The patient claimed that he got an abnormally high blood glucose reading of "441 mg/dl" on his meter at that time and compared it to a hospital meter reading of "133 or 333 mg/dl" which was obtained within 30 minutes. The patient mentioned that he had skipped breakfast that morning due to the doctor's appointment. He also stated that his normal morning blood glucose levels are around "150-175 mg/dl." Based on the "441 mg/dl" result, the patient reportedly took an unspecified dose of sliding-scale humalog insulin. Sixty to ninety minutes later, the patient claimed that he developed low blood glucose symptoms of sweating, dizziness, shakiness, trembling, and weakness. The patient tested his blood glucose with the reported meter while feeling low and claimed to have gotten a result of "60 mg/dl." He administered self-treatment by drinking milk and eating candy. The self-treatment helped to relieve his symptoms. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia after taking sliding-scale insulin based on a meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.